Event description:
It was reported to adac that when the user copied a computed trial to a new trial, that the "ssd's"(source to skin distance) are "wrong" for the beams, but the "mu's" and depths are ok, the ssd's of the beam are the same as for the first beam. The wrong ssd is also printed on the plan. No injuries were reported as a result of this issue.